Manufacturer narrative:
Correction: h6 - health effect - impact code updated to minor injury/ illness / impairment.

Event description:
It was reported that during the procedure the left bundle branch area pacing (lbbap) lead perforation the septum into the left ventricle. The lbbap lead was not used and the physician elected to complete the procedure with a different lead. The patient condition was stable.

Manufacturer narrative:
The reported event was perforation. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/ tissue. After cleaning and applying the torque directly to the connector pin, the helix was able to extend and retract. The full helix extension length was measured within specification. A tip stiffness test was performed and the results within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies.